Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was clicking. A field service engineer (fse) powered off the station, removed the latch column, replaced the micro switches on door 3, reinstalled the latch column into the station, and powered the station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door latch could not be recovered, and medications could not be dispensed from the med station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.